Event description:
The ett endotracheal tube that was placed in the field by ems emergency medical service was apparently collapsed from the cuff. Child had to be reintubated.======================health professional's impression======================thought that tube collapsed due to tube's cuff.